Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that all three icons (charge pak (cp), attention and service wrench) present on the readiness display. Physio determined that the cause of the service wrench was a non-critical event code that was logged in the device's memory. Physio further determined that the cause of the attention icon was that the device's internal hybrid layer capacitor (hlc) batteries, found on the analog pcb assembly, had degraded due to the device being stored in extreme hot and cold temperatures. Likewise, physio determined that the cause of the cp icon was that the cp (lot code 1438, expiration date 9-28-2017) installed in the device had depleted faster than expected as a result of the degraded hlc batteries. Physio did confirm, however, that the device was able to charge and shock when prompted. The customer was provided with a replacement device.